Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Patient retained the device.

Event description:
It was reported, "the patient was being revised on the right hip due to dislocation."